Manufacturer narrative:
The device has not yet been received by the manufacturer, so the investigation has not begun. A follow up report will be submitted, if the product is received, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, the drill stopped functioning. Backup equipment was used to complete the procedure, causing an approximate 45-60 minute delay. There was no report of the delay having any adverse effects on the surgical outcome. No patient or user injury was reported, and no other adverse consequences were alleged with this event.